Event description:
The pt reported e7 (electronic) error was displayed during startup of the infusion device and the infusion device did not properly beep or vibrate. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7150 errors were found in the history. Wrong data in the fram memory component led to the triggered e7150 error message. The buzzer and vibra work as intended. Corrective actions: e7150: wrong data in the fram ((B)(4)). The software was adapted and implemented as version 1.05 starting with s/n (B)(4). The medical risk(s) associated with this failure(s) have been assessed within this CAPA(s).